Event description:
It was reported the pump software did not suspend insulin delivery. Customer's blood glucose was 232 mg/dl. Reportedly, customer reverted to manual daily injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.